Event description:
The patient suffered a cardiac arrest while using this external pacemaker. Therefore, when the doctor rushed to the scene, the device battery box had come off the patient. As a response to this event at the facility, the battery box was fixed with curing tape and efforts were made to prevent recurrence, but it occurred again. Cardiac massage was performed. The external device remains attached to the patient. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the external pacemaker was subjected to an extensive analysis. Within this analysis the device was visually, mechanically and functionally inspected. Upper and lower housing and the battery compartment showed signs of usage and slightly damages. The damages are indicative of external force, but can not necessarily be attributed to a fall event. The battery compartment was deeply examined and no malfunctions were identified. The locking mechanism was flawless. The opening and closing forces of the battery compartment were measured and met the specification. No malfunction was found in the locking mechanism. No deviation was found related to the clinical observation during analysis. The visual, mechanical and functional analysis revealed no indication of a material or manufacturing problem.